Manufacturer narrative:
Patient weight is unknown. Additional product code: ktt. Device broke intra-operatively; device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone number and email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) as follows: it was reported that on (B)(6) 2018, during an osteotomy procedure, the first cortical screw broken in the patient when it was implanted. Then, a drill bit part also broke and stayed in the patient. Surgical outcome was not affected, the procedure was completed successfully. There was no surgical delay. Patient outcome was not provided. Concomitant devices reported: locking compression plate (lcp) distal femur plate - less invasive stabilization system (liss) (part 222.259, lot unknown, quantity 1), 5.0 mm locking screw, self-tapping (part 212.214, lot unknown, quantity 3), 5.0 mm locking screw, self-tapping (part 212.217, lot unknown, quantity 2), 5.0 mm locking screw, self-tapping (part 212.219, lot unknown, quantity 1), 5.0 mm locking screw, self-tapping (part 212.223, lot unknown, quantity 2), 5.0 mm locking screw, self-tapping (part 212.224, lot unknown, quantity 2), 2.0 mm kirschner wire (part 212.224, lot unknown, quantity 2). This is report 1 of 2 for (B)(4).